Event description:
It was reported that a pump experienced a cartridge change error due to a missing and damaged o-ring on the cartridge. There was no adverse impact to the customer's blood glucose level. The customer, unable to successfully load a new cartridge despite assistance, was referred to customer support for escalated troubleshooting. The issue persisted, resulting in the decision to replace the pump. The customer planned to use multiple daily injections as a backup to ensure continuous insulin delivery. Customer support provided instructions for returning the faulty pump and programming the settings into the replacement pump, which they agreed to do. A replacement pump was sent to the customer.